Event description:
The device was used during a bill roth procedure. Reportedly, the staples were missing. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
Evaluation revealed the instrument was returned fully fired and with the pushers fully advanced. Further inspection noted staples track on the anvil, suggesting that staples were fired from the instrument. No abnormalities were noted that would have caused or contributed to the difficulty reported.